Manufacturer narrative:
During an internal review on (B)(6)2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿(B)(4) ¿. The correct address is ¿(B)(4) ¿. Therefore, ¿ manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Investigation summary: the device was visually inspected, and reddish material was observed inside the pebax, no internal parts were observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The electrical test was unable to perform since the catheter was dissected, however, on line inspections and functional tests including electrical test are in place to prevent this type of failure from leaving the facility. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, scratches, stress marks and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal action was created to investigate this issue. The root cause of the damage on pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that when the first ablation was conducted, contact force (cf) was displayed as high. In addition, during the ablation, a signal noise occurred at the ablation catheter. After ablation was complete, an force sensor error (error 106) occurred. This occurred after the catheter was inserted into the patient¿s body. The cable was changed, however the issue remained. The issue resolved by replacing the catheter. The issue of noise, force sensor error (error 106), and high force were assessed as not reportable events. The biosense webster, inc. Product analysis lab received the device for evaluation on february 1, 2019 and it was reported that there was reddish material in the pebax sleeve. There were no internal parts exposed. The issue of reddish material was assessed as a not reportable event. The biosense webster, inc. Product analysis lab completed additional testing on march 8, 2019. The scanning electron microscope (sem) analysis showed evidence of mechanical damage, scratches, stress marks and a hole on the pebax surface. It is possible that damage was caused by an unknown object. No other anomalies were observed. The biosense webster, inc. Product analysis lab analysis showed that the integrity of the catheter is compromised. Therefore, there is risk to the patient and has been assessed as reportable.